Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant wasn't completely covered with bone, simultaneous bone augmentation, mobility. Vertical fracture tooth 15, extraction, immediate implantation.